Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported the patient went to the emergency room due to an infection, discomfort and drainage at their scs lead site. The patient was given antibiotics to address their issue.